Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency due to the high blood glucose on (B)(6) 2021 for 1-2 days with unknown blood glucose which was treated with insulin pump. The customer had symptoms of nausea and vomiting. The customer was using the insulin pump within 48 hours of the high blood glucose. The customer reported that the automode was not active. The device will not be returned for the analysis.